Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. Customer reported the device will be sent to the third party service center for an evaluation and service. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).